Event description:
Additional information: the patient did not have huge signs of withdrawal; they were mild at the time.

Event description:
It was reported catheter disconnected from pump. The patient developed puffiness over his pump, and experienced twitching. The patient was hospitalized. X-rays were taken the catheter was broken at the connection. Catheter was being revised. There were no patient symptoms. The drug being used in the pump was lioresal.

Manufacturer narrative:
Product ID 8711, lot# l78412, implanted: 2000 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).